Event description:
We received an allegation about discrepant results for 150 patients' samples tested with creatinine plus ver.2 assay on a cobas 8000 cobas c 701 module. Discrepant results for 1 patient sample were provided. Initial result: 0.99 mg/dl. A delta check flag prompted the repeat of the sample. Repeat result: 1.27 mg/dl (tested on a different c701). The repeat result was deemed to be correct.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number was 86401801 with an expiration date of 31-dec-2025. The last calibration was performed on 21-aug-2025 the qc was acceptable before performing the sample measurements. The alarm trace showed abnormal aspiration (sample probes) alarms. The field service engineer determined that the event was due to the reagent pack. He replaced the reagent pack, performed qc, and checked the gear pump pressure. He cleaned the sample probe, adjusted the reagent and sample probes, and the rinse volumes. Precision studies were performed, and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.